Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 11.6 cm to 14.0 cm, 15.0 cm to 18.2 cm, and 14.0 cm to 19.2 cm from the distal tip. The etfe coating were abraded in one abrasion region while the inner coil was not exposed in any abrasion region. Other damages found on this piece were consistent with those occurring at time of explant.

Event description:
It was reported that the right ventricular (rv) lead was electively explanted due to the advisory. No further information is available at this time.